Manufacturer narrative:
(B)(4). No device or photos were returned for evaluation. The device history records were reviewed for this unit, with no deviations or anomalies related to the reported event being identified. This device is used for treatment. A definitive root cause of the reported issue cannot be determined with the information provided. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2016-03696 / 03694 / 03695, and 0001825034-2017-01393 / 01395 / 01403.

Event description:
It was reported that the patient experienced pain, instability, moderate supraspinatus/greater tuberosity tenderness, mild acromioclavicular joint tenderness, mild biceps tendon tenderness, impingement, and subacromial crepitus noted at six weeks post-operative follow-up. Continued pain, instability, mild biceps tendon tenderness, and subacromial crepitus noted at three month post-operative follow-up. Subsequently, pain, instability, mild acromioclavicular joint tenderness were noted to persist into one year post-operative follow-up. No revision has been reported to date. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. In addition to the investigation previously reported, x-rays were received and reviewed for this patient. This review identified radiolucency around the glenoid components. The root cause remains undetermined at this time. Concomitant devices - versa-dial humeral head catalog #: 113053 lot #: 355550, versa-dial comprehensive standard adaptor catalog #: 118001 lot #: 800650, comprehensive nano humeral component catalog #: us-115740 lot #: 752510, pt hybrid glenoid post catalog #: pt-113950 lot #: 558340. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.